Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred when the customer attempted to deliver a bolus. Reportedly, the customer recently consumed carbohydrates and experienced an elevated blood glucose (bg) level of 586 (mg/dl). The customer confirmed manual injections would be administered to address bg level. Although requested by tandem technical support, the customer declined further follow-up from tandem technical support.